Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen in (B)(6) 2010 and reported some urgency. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.